Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No. There was no problem observed on the device in the initial surgical procedure. Was the device difficult to fire? No. See above. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. Was a leak test performed? If so, what type and what was the result? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? The leakage was confirmed 3 days after the initial surgical procedure. How was the leak identified? By an x-ray. What was observed at the site of the leak upon reoperation? There was a leakage partially around the anastomosis, but there was no malformed staples. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? The surgeon re-anastomosed to whole circumference. What is the current status of the patient? The patient has still had fever as of (B)(6)."

Event description:
It was reported that 3 days after an unknown procedure, something happened. The operation was a total gastrectomy. The device was used for anastomosis of the esophagus and the jejunum. On (B)(6), the patient was confirmed fever and suspected a leakage by an x-ray. On the same day, the patient had re-operation. There was a leakage partially around the anastomosis, but there was no malformed staples. The surgeon re-anastomosed to whole circumference.